Event description:
Boston scientific received information that this patient had experienced a syncopal episode and was taken to the hospital. A review of the logbook showed pacemaker mediated tachycardia (pmt) on the day of the episode which was terminated by the pmt termination algorithm. Retrograde conduction from the event was 380ms and the maximum tracking rate (mtr) was 110ppm. However, when performing the retrograde test the retrograde p-waves had variable intervals. Lead measurements were all within normal limits and there was no indication that the leads had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant determined that the patient had been given a medication which may be impacting the retrograde conduction time. The consultant stated that the options are to reprogram pvarp to a value greater than 380ms or to continue to monitor. The caller will discuss the options with the patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.